Event description:
The patient reported he did not receive effective relief from his scs system. The patient also reported the stimulation caused him pain. Reprogramming was unable to resolve the issue. Therefore, the patient discontinued the use of his system. Subsequently, the patient underwent surgical intervention where his entire scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.